Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter lens. Patient code: (B)(4) secondary surgical intervention, enlargement of incision. Patient code: (B)(4) significant reduction of irido-corneal angles. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+1.5/104 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The incision was enlarged. The lens was exchanged for a shorter lens and the problem was resolved. At a post-op visit, the patients eye had lost 1200 cells/mm2 of ecc. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with thick residue on lens. Visual inspection found a piece of one haptic torn off and missing. (B)(4)